Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on 07/11/2018, an intermittent audio output and an adverse event were reported. The patient stated at 6:00am they received a low audio alert and the receiver was displaying 75mg/dl. The patient stated they did not make any treatment decisions at the time and 30 minutes later, the patient stated the receiver was displaying a reading of 48mg/dl and did not hear an audio alert. The patient became stated their friend came to visit at 7:00am and found the patient passed out. The patient¿s friend called the paramedics and when they arrived, they administered the patient with an intravenous (IV) of glucose. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.